Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, but in 2019, a patient underwent endovascular treatment of a stenosis of the right superficial femoral artery using a drug-eluting stent (eluvia). On an unknown date, in-stent occlusion occurred. On an unknown date, but in september 2025, a 6 mm x 150 mm gore® viabahn® endoprosthesis with heparin bioactive surface was placed to treat the stent occlusion. On an unknown date, but in april 2026, re-occlusion occurred, and intermittent claudication recurred. On (B)(6) 2026, a reintervention was performed to treat the re-occlusion. Ballooning was performed using a shiden balloon, followed by placement of an eluvia stent distal to the existing stent, and post-ballooning was performed using a mustang balloon. Angiography revealed thrombotic occlusion and dissection at the edge of the stent. Therefore, a gore® viabahn® endoprosthesis with heparin bioactive surface was placed distal to the newly implanted eluvia stent. Since thrombotic occlusion persisted on angiography, an additional gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) placement was attempted. However, when the deployment line was pulled, it came out without resistance, and stenosis was observed at the trailing side of the vsx device. The catheter could be removed without requiring additional action. The end of the pulled deployment line was frayed, which was different from normal findings. Ballooning was attempted but failed to resolve the stent graft stenosis. Angiography showed findings suggestive of mural thrombus, and two additional vsx devices were implanted. During post-ballooning of the first of these additional vsx devices, the indentation of the stent graft stenosis resolved. The patient tolerated the procedure. The physician stated that the stent graft was fully deployed immediately after beginning to pull the deployment line. However, even after deployment, the stent graft showed poor expansion. The deployment line might be broken. It was considered possible that the deployment line might still have been covering the stent graft.